Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The bilaterally implanted patient reported hearing a loud high pitched sound on the left side and then was no longer able to hear with the device. The patient attempted to use different audio processors (ap) but was still not able to hear with the device. He then tried putting the ap's into the drying box overnight but this did not work either. The patient was re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient who is bilaterally implanted reported hearing a loud high pitched sound on the left side and then was no longer able to hear with the device. The patient attempted to use different audio processors (ap) but was still not able to hear with the device. He then tried putting the ap's into the drying box overnight but this did not work either.